Event description:
Boston scientific received information that during the implant procedure, when the right ventricular (rv) lead was positioned there was friction between the rv and right atrial (ra) lead due to the narrow passage of the cephalic vein. Measurements through the pacing system analyzer (psa) and device noted high out of range pacing impedance measurements and noise. Two attempts to reposition the lead and reconnect to the device were made with the same results. As a result, this rv lead was removed and a new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.